Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection observed scratched lens. The reported problem was not duplicated. The root cause of the reported issue could not be determined. The technician replaced the liquid crystal display (lcd), which is not related to the reported problem. The device passed functional and delivery tests. Operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device failed the battery fallout test. The speaker cuts out prematurely. No patient injury was reported.